Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting noise which caused inappropriate therapy. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.